Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and dislodgement is suspected. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced. The explanted lead is expected to return for analysis. No additional adverse patient effects were reported. The product has returned for analysis.

Manufacturer narrative:
The product analysis was completed and noted the lead returned in two segments with some segments potentially missing. The lead was severed at 85 mm from the terminal end. The total length is approximately 645mm. Based on normal lead resistance measurements, a passing hipot test and inspection showed no conductor issues on the segments of the returned lead and the high capture threshold allegation was not confirmed. The dislodgement allegation was also not confirmed by product analysis but is a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and dislodgement is suspected. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced. The explanted lead is expected to return for analysis. No additional adverse patient effects were reported.